Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the unit's pc board and eproms. The unit was calibrated and safety tested to factory's specifications.